Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Could confirm customers complaint during product verification testing (pvt) that the downstream occlusion (dso) sensor is bad. The probable root cause was the dso sensor was damaged due to contamination. Replaced the dso sensor and seal. Ran functional test to confirm repair. Updated software. The unit is running normally at this time. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an occlusion error. There was no patient involvement, and no patient harm/adverse event reported.